Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator was in backup vvi mode. It was noted that multiple attempts to ping the merlin communicator tripped the cybersecurity alert. The device was successfully restored. The patient was in stable condition.